Event description:
Customer reportedly obtained results of 326mg/dl, 172 mg/dl, and 114 mg/dl on the aviva test system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. No quality controls were used. No info provided on location of comparison. Aviva test system: meter, strip lot 300419, exp 04/30/08, cat/04528662001.